Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen 45 gel stent unsuccessful implantation into an unknown eye as when they "went to reposition the stent it broke, all pieces were removed from the eye, patient is fine, a new xen was put in successfully". No patient injury occurred.